Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had an issue with the pump suspending. Customer's sensor glucose was 40 gm/dl and his blood glucose was 80 mg/dl. Caller was explained that calibrating 3-4 times a day can increase sensor accuracy and that calibrating at a time that is not stable may throw off the sensor. Caller had to end the call to go to a meeting.